Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 50 mg/dl. Customer states they did not receive the alert when they got the low blood glucose. Customer declined to troubleshooting for low blood glucose. Assisted customer in setting up the low and high under smartguard option. The insulin pump will not be returned for analysis.